Event description:
It was reported that the sheath exhibited air during aspiration. During a pulmonary vein isolation (pvi) and posterior wall isolation (pwi) procedure, a faradrive steerable sheath clear was used. Use of the device to perform pwi constituted off-label use, as the catheter is only indicated to perform pvi per the instructions for use (IFU). The sheath was prepared and flushed without issue, and then was used with the versacross connect for faradrive system to perform the transseptal puncture. The versacross connect dilator and wire were removed and the faradrive sheath was aspirated and flushed again. A non-boston scientific mapping catheter was then inserted into the sheath, and after flushing and aspirating, a map of the left atrium (la) was created. The mapping catheter was removed and a farawave catheter was inserted into the sheath. While aspirating the sheath with the farawave inserted into the sheath, it was noted that air was being pulled back into the syringe. The farawave catheter was repositioned inside the sheath, but air was still being aspirated. The catheter was removed with no blood seeping back out of the hemostatic valve. The catheter was inserted again, but air was still coming through during aspiration. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The sheath was returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. The faradrive steerable sheath was attempted to be leak and aspiration tested. This was unsuccessful as water was observed to leak from the handle at the initial pressurization of the sheath. Microscopic inspection revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the sheath exhibited air during aspiration. During a pulmonary vein isolation (pvi) and posterior wall isolation (pwi) procedure, a faradrive steerable sheath clear was used. Use of the device to perform pwi constituted off-label use, as the catheter is only indicated to perform pvi per the instructions for use (IFU). The sheath was prepared and flushed without issue, and then was used with the versacross connect for faradrive system to perform the transseptal puncture. The versacross connect dilator and wire were removed and the faradrive sheath was aspirated and flushed again. A non-boston scientific mapping catheter was then inserted into the sheath, and after flushing and aspirating, a map of the left atrium (la) was created. The mapping catheter was removed and a farawave catheter was inserted into the sheath. While aspirating the sheath with the farawave inserted into the sheath, it was noted that air was being pulled back into the syringe. The farawave catheter was repositioned inside the sheath, but air was still being aspirated. The catheter was removed with no blood seeping back out of the hemostatic valve. The catheter was inserted again, but air was still coming through during aspiration. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis.